Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump and caused it to shut down. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Tandem technical support arranged for a replacement pump to be sent and instructed the caller on the use of updated software and the process for returning the damaged pump. The customer agreed to use a backup method of insulin delivery to ensure continued treatment.